Manufacturer narrative:
(B)(4). Revoked asr exemption number e1997036. 'Report late due to asr to individual reporting transition'.

Event description:
Implant failure due implant fracture at/after delivery.